Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter with an unidentified stop cock attached to the hub. The balloon is loosely folded. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. The tip is damaged. The inner shaft is buckled in numerous locations. Functional testing using an inflation device was used to inflate the balloon to the rated burst pressure. The balloon inflated quickly, the device held pressure for 5 min and was deflated with 10 ten seconds which is under the device specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the balloon deflation was slow. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for post dilation of a previously implanted non bsc stent. However, during the second inflation for 120 seconds, it was noted that the balloon deflated slowly. The device was able to be removed from the patient. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that the balloon deflation was slow. A 4.0mm x 220mm x 150cm, mr coyote balloon catheter was advanced for post dilation of a previously implanted non bsc stent. However, during the second inflation for 120 seconds, it was noted that the balloon deflated slowly. The device was able to be removed from the patient. The procedure was completed with a different device. No patient complications nor injuries were reported.